Event description:
A customer reported a malfunction with their pump, identified by a malfunction code. There was no adverse impact to the customer's blood glucose level. The pump was out of warranty; however, the customer had already received a new pump.